Event description:
It was reported that the ipsilateral attachment system failed to deploy when the number four pull ring was retracted. The delivery system catheter handle was separated from the device and the ipsilateral attachment system was deployed using a balloon. The procedure was completed without further incident, and the graft was implanted successfully.